Event description:
Implantation of a vena cava filter by jugular approach on (B)(6) 2015 patient push effort on (B)(6) 2015? Migration of the filter to the upper level of the inferior vena cava just before the anastomosis into the atrium the filter was removed in heart surgery implantation of a new vana cava filter on (B)(6) 2015.